Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the left ventricular (lv) lead. X-ray was performed and revealed lv lead dislodgement. The physician elected to explant and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The double bend height was measured to be within product specification. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.